Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image on the glidescope video monitor was intermittent when connected to the glidescope spectrum single-use laryngoscope. The issue was isolated to the smart cable as it was reported as being damaged. No delay in the procedure, use of a backup device, or harm to the patient was reported.